Event description:
It was reported the dr. Performed a durom cup revision that was regionally implanted 2007. Surgeon states that upon dislocation of the hip, the cup only had ingrowth around the periphery. It was the surgeon's opinion that it was fibrous ingrowth.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.